Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult catheter insertion is confirmed; however, the exact cause is unknown. Two photographs of an accucath ace were returned for evaluation. An initial visual observation of the first photograph showed an accucath ace midline catheter with use residue and an activated safety mechanism. The needle of the device was observed to be within the housing of the device and was not observed to be bent. The catheter was observed to remain on the device housing and was observed to be deformed and bent. An initial visual observation of the second photograph showed a magnified view of the distal tip of the catheter. The distal tip of the guidewire was observed to be caught on the distal tip of the catheter tubing, which likely induced tension on the catheter tubing causing it to deform and become stuck. Possible causes of the observed failure include insertion angle, a damaged guidewire, and insertion against resistance. However, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that an nurse inserted an accucath into a vein with significant curvature. It was reported that the guidewire initially deployed only halfway, so it was retracted and realigned, after which the guidewire advanced normally. When the nurse pressed the button to retract the needle, the needle retracted except for the distal portion. The nurse removed the device and noted a deformed needle tip. The nurse later recalled that there was scar tissue at the antecubital area and that inserting the needle had been difficult. No injuries to the patient reported. No further information provided.